Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer noticed during reservoir filling process that motor of the insulin pump did not moving straight up but moving slightly from left to right, insulin pump was not bumped or dropped, no visible damage at insulin pump and no alarms occurred. Customer's blood glucose value was 14 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor slide functioning properly during testing. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.